Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to multisystem organ failure.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome . Manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported multi-system organ failure and patient outcome could not be conclusively determined through this evaluation. It was reported that no additional information would be provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Multiple organ dysfunctions/failures and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.